Event description:
It was reported that the customer received a ¿pairing failed¿ alert when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet, and support guided the customer to toggle from g6 back to g7 and initiate pairing again. User experienced no sensor data availability due to unsuccessful cgm pairing with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm-driven automation until pairing could be restored with no health impact. User support included troubleshooting and education on device pairing steps. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 cgm, with no indication of hardware damage and resolution attempted through software-based reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication error during the pairing process.